Manufacturer narrative:
The information submitted reflects all relevant data received.

Event description:
It was reported that the patient had a lead fracture. No patient complications were reported as a result of this event.